Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak, go/no go check, and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed that there were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error alarms. The patient discontinued treatment during drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3208 ml during drain 1 of the treatment and continued to drain more than 3500 ml. This drain volume is 207% the patient's treatment data fill volume of 1691 ml. Upon follow up, the pdrn confirmed the reported event and stated the patient's prescribed fill volume is 2000 ml. The pdrn stated that the patient completed treatment using a different cycler. The pdrn confirmed that the patient experienced distention and shortness of breath which subsided without medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 patient harm code incorrect in initial report.